Manufacturer narrative:
This report is submitted (B)(6) 2016.

Event description:
Per the clinic, the patient developed an infection that resulted in extrusion of the device through the skin flap. Subsequently, the device was explanted on (B)(6) 2016. The patient was reimplanted with another cochlear device during the same surgery.